Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced instances of elevated and low blood glucose (bg) levels. Elevated bg level reported as "high", although specific value not provided, low bg level reported was 50 mg/dl. Cause was not known. Customer addressed bg levels by administrating correction bolus via pump or consuming carbohydrates as needed. Reportedly, the customer continued to use pump for insulin therapy.